Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2020. Approximately 2 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed right knee replacement secondary to wear of the bearing surface. Findings: found exuberant synovitis, gross synovial expansion, no evidence of component loosening and severe delamination of the tibial polyethylene articular surface.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.